Event description:
It was reported to philips that the system does not start up. The device was not in clinical use at the time of the event. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and there is no stock availability of any of the parts required to carry out the repair due to the fact that the equipment is in the end of service (eos) state, the same parts will not be available in the future. The equipment will continue to work in its current state.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use. A philips field service engineer (fse) inspected the system onsite and determined that the system startup failure was due to memory errors on the ag13 board in the sysco rack or due to the electrical supply to the sysco rack due to a deficiency in the nm unit. The fse could not solve the issue as there is no stock availability anymore of the parts required to carry out the repair, because the system is in the end of service (eos) state. The system will boot up after several attempts and will continue to work in its current state. Re-evaluation of the reported event has led to the determination that this complaint is not reportable. The reported issue did not lead to a death or a serious deterioration in the state of health of a patient, user or other person and based on historical data it's unlikely to do so were it to recur. The codes were updated based on the investigation outcome.